Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/10/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: 1. During surgery, when suture needle is clamped with suture holding forceps the suture from needle gives away. Also during placement of knot suture cuts on its own. 2. (B)(6) , purchase department, (B)(6) hospital.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? When did the suture breakage happened (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Please confirm for each the number of devices affected. Please confirm the quantity of devices to be returned. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. D4: UDI: the manufacture and expiration dates are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an ent procedure on (B)(6) 2024 and suture was used. During the procedure, vicryl 2328 code cut immediately after opening. During surgery, when suture needle is clamped with suture holding forceps the suture from needle gives away. Also, during placement of knot suture cuts on its own. No adverse patient consequences were reported. Additional information was requested.